Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Reference number (B)(4). Event occurred in the united kingdom. It was reported that the patient faced events of leakage at site of with seven infusion sets on (B)(6) 2024. Infusion set was used for 1 day. Patient's blood glucose levels were 28 mmol/l. The patient replaced infusion set and resumed insulin. No further information was available.